Manufacturer narrative:
The investigation of the returned dc/dc & standard connector printed circuit (pc) board has been completed. This board contains electronics which converting incoming +12v unregulated to the ventilators all different voltages and all standard connectors is located on this board. The pc-board was installed in a reference system for simulated use testing. At the start up, the user interface did not work and the system alarmed with a technical error indicating communication failure. The conclusion of the investigation is that the issue occurred, due to a short circuit in a coil. This coil is part of the electronics delivering the +12v to the monitor. The root cause of why the coil failed has not been determined. If the reported failure happens during ventilation, the ventilation will not be affected.

Event description:
(B)(4).

Manufacturer narrative:
October 16, 2015 09:05 am (gmt-4:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the user interface did not work when the ventilator was turned on. There was no patient involvement. (B)(4).